Event description:
Revision surgery - due to the patient's claim to feeling instability. The surgeon noted there was a lot of brown fluid in the joint and a brown film between the baseplate and head. There was no infection and the cell count was inconclusive. The surgeon is sending brown film to a special lab to determine what the material is.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 4.8 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to (B)(4) for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmrs) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: (B)(4)) reworked due to the screw heads being over tolerance. Ncmr (B)(4) showed (B)(4) parts (part number: (B)(4)) returned to the vendor for failing the thread gauge. A review of the product complaint report history showed this is the first complaint for this lot. The root cause of the instability was reported as a build up of fluid in the joint. There are no indications of a product or process issue affecting implant safety or effectiveness.